Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 33 mg/dl at the time of the incident. The customer was at 220 mg/dl at the time of the call. The customer used food, glucose tablets, and was given intravenous glucose to treat. The customer experienced symptoms such as fainting. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer had a low of under 20 mg/dl the night prior to the call and they passed out. The insulin pump will be returned for analysis.